Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. Additionally, the patient was implanted with a gore® excluder® iliac branch endoprosthesis to treat an iliac branch aneurysm. During the implant of the excluder device, a potential type I endoleak occurred with the contrast agent displaying a small leak to the right side of the proximal end of the excluder. In about 10 days, a CT will be done to verify the potential endoleak. Moreover, the intima layers of both access vessels were injured and subsequently treated surgically by the lead physician.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.